Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a brain hemorrhage and was admitted to the intensive care unit (ICU). A surgical evacuation of the bleed was performed. According to the physician, the complication is not related to the device or the procedure. The patient has since been discharged and is currently recovering. The device remains implanted and will not be returned for analysis.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Block b3: exact date unknown, event likely occurred in 08jul2025. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7136951. UDI: (B)(4).